Manufacturer narrative:
The customer reported that the central nurse's station (cns) display is turning on and off intermittently. He describes it as the power goes on and off. Technical support instructed him to check the cables and power supply. The customer determined that the issue was with the display and not the power supply. The customer changed the display and patient monitoring was restored.

Event description:
The customer reported that the device display is turning on and off intermittently.

Event description:
The customer reported that the device display is turning on and off intermittently.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2017, bme (B)(6) at (B)(6) health reported the cns-6201a (pu-621ra sn: (B)(6) display was turning on and off intermittently. He describes it as the power goes on and off. Service requested: troubleshooting/assistance. Service performed; customer reported the display was the issue. Bme changed the display and patient monitoring was restored. Investigation result: the cns was put into service on 01/15/2014, which is over 3.5 years prior to the reported issue. A review of cns sap history found no previously reported issues with the display. There was a reported failure of the cns lcd display. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. The lcd display was over 3.5 years of age. During this time, conditions at the facility could contribute to degradation of the part. Per cns-6201a operator's manual, the lcd display is locally purchased. Product information for the display was not provided. The display monitor was not returned, and no nka evaluation was performed. The display had failed well beyond the cns warranty period. There were no further reported issues with the cns after customer replaced the display. Based on the available information, the root cause cannot be confirmed. There was no deficiency of the cns central monitor. Correction: f9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 12/27/2017 not 01/24/2018 as listed on MDR initial report additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.